Manufacturer narrative:
Merge healthcare technical support uninstalled and reinstalled the capture utility and reconfigured the settings for complete resolution.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 10/13/2016, merge healthcare received information from an account that images were not showing up during the capture session. Merge technical support determined the camera was not working and was getting errors. An upgrade to the vcp driver was performed but the issue was not resolved. On (B)(6) 2016, the customer reported that due to a lack of other available testing methods, patients had to be rescheduled a few days out. With merge eye station not functioning as expected there is a potential for a delay and/or treatment of a patient which may lead to harm. The customer reported that there was no known direct patient impact as a result of the delay in testing. Support uninstalled and reinstalled the capture utility and reconfigured the settings for complete resolution. (B)(4).